Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device replacement the right ventricular lead had high impedance. It was also reported that the superior vena cava (svc) portion appeared to be connected in the port at a 90 degree angle and visually appeared to be snapped off. After connecting the lead to the new device, there was no svc impedance. Additionally, the lead was reconnected to the old device and the same impedance issue was found. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.